Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 24mm synergy ii drug-eluting stent was advanced for treatment; however, the device got caught at the proximal part of the target lesion due to calcification. When the device was removed, it was noted that the stent struts was slightly lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: synergy ous mr 2.75 x 24 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found damage to the proximal end of the stent with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 24mm synergy ii drug-eluting stent was advanced for treatment; however, the device got caught at the proximal part of the target lesion due to calcification. When the device was removed, it was noted that the stent struts was slightly lifted. The procedure was completed with a different device. No patient complications were reported.